Event description:
The physician had used the microdelivery stent system without difficulty during a procedure in 2006. The hosp reported the first 2 coils deployed without incident, however the pt developed a spontaneous rupture of the aneurysm. Hemorrhaging occured and the pt was subsequently admitted to the hosp. The hosp reported the pt's condition continued to deteriorate over time resulting in the pt's death. The hosp states that the device in question did not cause or contribute to the pt's outcome.

Manufacturer narrative:
The device in question was not returned to boston scientific for further eval, as it was implanted into the pt in 2006. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A device history record (DHR) review could not be performerd as no product info was made available.